Event description:
It was reported that during the implant attempt the lead had positioning/fixation difficulty and the helix stopped working. Therefore, the lead was not used, and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; the helix was disengaged from helical channel. There was blood in/on the helix mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt the lead had positioning/fixation difficulty and the helix stopped working. Therefore, the lead was not used and was replaced with a different lead. No patient complications have been reported as a result of this event.